Event description:
The customer contacted miltenyi biotec inc. (The distributor of this product) to report the following: four bags of cryopreserved autologous hpc-a (stem cells collected by apheresis) were stored in vapor phase liquid nitrogen, moved to a dry shipper, checked in the laboratory and put in an over-wrap. At this point, the bag was ok and was taken to the ward in a dry shipper and re-checked. Once again, at this point, the bag was ok. The bag was then put back in the dry shipper until taken out minutes later for infusion. The bags were thawed on the ward at the bedside prior to infusion by nursing staff. At this point, one bag split during thawing and the product leaked into the over-wrap. Lab staff attended the ward, salvaged as much product as possible (60mls, saved, 40mls lost) by sucking material into a syringe and transferring to a transfer pack. There was no patient injury reported by the customer, due to this incident.

Manufacturer narrative:
The material in the bag was hepatitis b core antibody positive, so the bag could not be saved.